Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that at the time of the injection, a leak at the catheter junction was noticed. There was patient involvement and unknown harm reported.

Manufacturer narrative:
No investigation on the product could be performed, as the returned product (needle assembly: cannula + housing + guard) was missing the alleged defective component (catheter assembly: hub + eyelet + tube). Moreover, decontamination of the two samples provided by the customer was not successful. Considering the above and that no testing can be performed due to contamination, the samples were discarded at the decontamination site, a photo of the returned product was used for the investigation. The photograph does not provide any evidence of the alleged defect, as it shows that the returned units do not include the alleged defective component. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Based on the available evidence and with no product available for evaluation, we cannot confirm whether a quality related issue has resulted in the customer reported problem and a root cause could not be determined.